Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a custom tubing pack, it was reported that when attempting to connect the cardioplegia line after being handing done for the sterile field, the perfusionist unscrewed the cap on the end that connects up to the line to the myotherm and the cap line section snapped off making it unable to connect to the cardioplegia circuit on the heart lung machine. A spare cardioplegia line was used as the line had to be discarded. See attached photo. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Device evaluation summary: visual inspection showed the device was broken. Correction b5: medtronic received information that during use of a custom tubing pack, it was reported that when attempting to connect the cardioplegia line, the perfusionist unscrewed the cap on the end that connects up to the line to the myotherm and the cap line section snapped off. With the connection snapped off the connection could not be made to the cardioplegia circuit on the heart lung machine. A spare cardioplegia line was used as the impacted line had to be discarded. There was no adverse patient effect associated with this event. Correction d3 (MFR name) <(>&<)> d3.6 (postal code): these fields have been updated. Correction additional codes img (annex g) component: this code has been updated. Correction h6.1 (device codes (fdd/annex a)): this code has been updated. Additional review of the event shows that the damaged connector was part of the cardioplegia circuit, this malfunction is not likely to cause or contribute to a death or serious injury and there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.